Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. As received, the cable connecting the distribution node (dn) and ECG electrodes c and d was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires is excessive force placed on the cable. There is no indication that the damaged cable and wires caused or contributed to the patient's death. The lifevest was last shutdown on (B)(6) 2018. The patient passed away on (B)(6) 2018. Review of the download data indicates that the electrode belt was able to communicate with the monitor and acquire an ECG signal during the last time it was used.

Event description:
During investigation into a patient's death, a reportable problem was found. One of the cables on the electrode belt was damaged.